Event description:
Caller reported malfunction on pump, which did not cause customer¿s blood glucose level to exceed 500 mg/dl. Customer planned to use a backup insulin pump as a temporary measure while waiting for a replacement pump sent by tandem technical support. Caller acknowledged the instructions for returning the problematic pump and steps for receiving the replacement.